Event description:
It was reported that a couple of days after implant the patient developed a fever with a high white blood count (wbc) and positive blood culture. The implantable cardioverter defibrillator (ICD) and leads were explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429888 lead 2014 (B)(6). (B)(4).